Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , it was reported by the patient that he received an infusion set blocked alarm. In troubleshooting blockage was found in the tube. No further information was available.